Event description:
It was reported that a patient underwent implant of an abbott medical optics (amo) intraocular lens (iol). However, during insertion of the lens, the capsular bag broke and the lens was explanted during the same surgery. It was stated that it is unknown if the lens contributed to the capsule break; it may have been attributed to the pressure in the patient's eye. The patient required a vitrectomy. Another lens was implanted successfully with the patient reportedly doing fine post operatively.

Manufacturer narrative:
The explanted lens was visually examined in our laboratory. The evaluation revealed the lens was cut in half with evidence of ophthalmic viscosurgical device (ovd) on the lens. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.